Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported via e-mail that an unspecified amount of tampons fell apart into pieces during use. Multiple attempts have been made to obtain further information regarding the consumer's use of the product and outcome, however, no further information has been received.